Event description:
A report was received that a pt's precision system had been explanted. The implanting physician left a stitch in the pt during the implant procedure. The pt developed an infection and her system was explanted.

Manufacturer narrative:
The devices involved in the event will not be evaluated because they were not returned to bsn.